Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had an implantable neurostimulator (ins) removed in (B)(6)2016 due to an infection that was "all over." The patient's indication for implant is dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.